Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of patency difficulties was confirmed; however, the exact cause was unknown. The product returned for evaluation was one groshong PICC. The catheter was received assembled onto the two-piece connector. A microscopic observation revealed some use residue within the returned catheter adjacent to the valve, but no damage was observed on the returned sample and the valve length was measured and found to be within specification. Repeated functional flow tests of the catheter concluded that the groshong valve did not open for aspiration as intended. Infusion tests were successful, but the catheter would not aspirate. Following initial valve aspiration testing, the valve was re-lubricated with silicone oil and additional aspiration testing confirmed aspiration. Because application of silicone lubricant established proper valve function, it is likely that a lack of lubricant contributed to the reported event. It is unknown if the lubricant applied during manufacture was affected by the clinical procedure or if the lubricant was affected prior to attempted device use. Therefore, the root cause of the patency difficulties is unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, after placing our groshong PICC (model 7717405) catheter, the next day, the liquid did not drip, through a variety of troubleshooting, this situation still occurs, and then decided to pull out the catheter in vitro inspection, did not find any residues of drugs in the catheter and blood stagnation and other foreign objects, connected to the syringe injection smooth, but connected to the infuser, the infuser bottle elevated and then did not drip, sales was aware of this and went to check it by briefly folding back to loosen the infusion tube, the liquid does not drip, and then force to the infusion bottle after the pressure of the liquid can drip, and then turn off the infusion device and then open the situation does not drip, suspected that the pressure at the tip of the catheter three-way valve than the pressure of other normal use of the catheter to be greater, resulting in the liquid can not be dripped within the normal range of pressure. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.